Event description:
It was reported that the rv lead impedance decreased. The capture threshold increased. The patient was shocked inappropriately for noise on the rv lead. A chest x-ray showed insulation breach near subclavian. The patient was visiting and will see his physician when he returns home. The lead was capped.

Manufacturer narrative:
Na